Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2014-26995. This patient iis implanted with a scs system that includes two leads with the same lot numbers (45379). A medical record review was perform and identified the patient experienced a different sensation as if the lead had moved after bending. X-rays confirmed the thoracic lead migrated. Surgical intervention is pending to address this issue.